Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst), connected the flow sensor to a flow meter module which was connected to a system 1 simulator. The sensor head was attached to a water loop driven by a centrifugal motor and controller. The flow sensor was operated for three days with no connection failure occurring. The pst flexed the flow sensor's cable, connector and sensor head with no connection failure occurring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Flow sensor will be retired, unit cannot be repaired. This sensor is internal equipment used non-clinically.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the flow sensor had intermittent connection issue. There was no patient involvement.